Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 436 mg/dl at the time of incident. The customer also reported that they had blood glucose of 140 mg/dl and 328 mg/dl. The customer reported that they treated the high blood glucose by bolus. Troubleshooting was done. The customer stated that the insulin did exit during prime. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.